Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined. However, a 3rd-party laparoscopic aspirator instrument was reportedly being used to retract the bowel when the bowel perforation occurred. A follow up MDR will be submitted if additional information is received. A system log review cannot be performed as the system logs are not available. No images or videos were shared for the event. This complaint is being reported due to the following conclusion: during a da vinci-assisted rplnd procedure, a bowel perforation occurred while retraction was applied over the duodenum with a 3rd-party laparoscopic aspirator instrument. As a result, the procedure was converted to open surgery and the bowel injury was repaired with sutures. Although the bowel injury appears to be attributed to the use of a 3rd-party laparoscopic aspirator instrument, it is unclear as to what extent (if any) the da vinci system may have contributed to the intra-operative complication. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted retroperitoneal lymph node dissection (rplnd) procedure the surgeon was dissecting a tumoral mass that was found encapsulating part of the duodenum, while doing so, retraction applied over the duodenum with a 3rd-party laparoscopic aspirator instrument caused a perforation. Surgeons decided to convert to open surgery. Before converting to open surgery, the rplnd was completed using the da vinci system. The lymph nodes were extracted inside an ¿endo catch¿ through the new abdominal incision once converted to open surgery. The perforation was then fixed with sutures. No further complications derived from the incident have been reported.